Event description:
It was reported that a thrombus occurred. November 2019, a left atrial appendage (laa) closure procedure was successfully performed using a watchman laa closure device with delivery system (wds). During a routine follow up examination one (1) year later in november 2021, transesophageal echocardiography revealed a lamellar, non mobile thrombus on the surface of the closure device. November 2021 the thrombus was no longer present. No patient complications were reported.